Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the cause of death. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. The cause of death was collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was due to stroke. The cause of death was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
Product analysis # (B)(4) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows starting on (B)(6) 2018, leading to parameters below the normal operating range. 136 low flow alarms were recorded since (B)(6) 2018. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information, there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department (ed) on (B)(6) 2018 with low flow alarms, low flow pulsatility, generalized fatigue and shortness or breathe. Blood cultures were positive. Intravenous (IV) fluids started for volume resuscitation, and meds for blood pressure support. Patient remains critical in the cardiac care unit (ccu) with ongoing workup and treatment. No source of infection identified. On (B)(6) 2018 a computed tomography (CT) angiogram was performed and revealed narrowing of the outflow graft with outflow graft thrombus. On (B)(6) 2018 patient was taken to the operating room (or) for outflow graft exchange, and possible pump exchange. Patient returned to the or (B)(6) 2018 with a large collection of pus in the pericardium around the pump. On transesophageal echocardiography (tee) a large amount of thrombus was found in the aorta. The surgeon felt that the patient would not tolerate cross-clamping the aorta. The chest was washed out and closed. Due to the infection, pump exchange was ruled out as an option. Speed was increased to increase forward flow. Patient subsequently had a large middle cerebral artery (mca) cerebrovascular accident (cva) with midline shift. Plans to withdraw care. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient died on (B)(6) 2018.